Manufacturer narrative:
Follow-up #1: date of submission: 06/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2016 with the following findings: a review of the black box data and download history revealed no activity related to the complaint. There was no data in the pump histories from time of reported issue due to continued use. During investigation, the pump powered up normally and paired successfully with a test meter. Boluses were executed using the meter remote with no errors occurring. The pump failed radio frequency (rf) testing. The pump was opened and no damage was found to the transceiver. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the patient was experiencing problems with the pump. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.